Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. There was thrombus throughout the aortic neck. The anatomy was described as tortuous. It was reported that the patient presented with left leg pain approximately two weeks post implant. Upon evaluation the contralateral limb was found to have occluded. The physician stated that the occlusion was not related to the stent graft. Per the physician the contralateral limb occlusion was caused by a dissection that happened downstream from the limb. It was at the area of the groin that the needle stick had occurred. The dissection caused flow to slow and as a result thrombosis built up into the contralateral limb. The physician decided to remove the occlusion but was unable to get a wire up into the contralateral limb. The physician then tried to balloon the clot but this was not successful. The decision was made to perform a fem-fem bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion), patient¿s condition affected effectiveness of device (occlusion was due to slow blood flow caused by a dissection at the access vessel). Conclusion: known inherent risk of procedure (stent graft occlusion), device failure related to patient condition (occlusion was due to slow blood flow caused by a dissection at the access vessel).